Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product, product type: sheath product ID: non-medtronic product, product type: transseptal wire product ID: non-medtronic product, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient undergoing a cardiac ablation procedure using the sphere-9 catheter with the affera mapping system for treatment of atrial fibrillation arrived to and left the procedure in sinus rhythm after pulmonary vein isolation performed with pulsed field ablation. After the procedure was completed, the patient experienced difficulty waking up and extubation was delayed. After extubation and transfer to a transport cart, the patient developed ventricular fibrillation. Cardiopulmonary resuscitation, multiple external defibrillation shocks, and drug therapy were administered as part of advanced cardiovascular life support, and the patient returned to sinus rhythm. Intracardiac echocardiography assessment showed no pericardial effusion. No neurological deficit seen a few hours later, and computed tomography was planned/performed to check arteries. No further patient complications have been reported as a result of this event.